Manufacturer narrative:
(B)(4). This customer reported that they were unable to get etco2 readings during a resuscitation effort and transport. The customer has stated that the device was not a factor in the pt outcome. A f/u report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that they were unable to get etco2 readings during a resuscitation effort and transport. The customer has stated that the device was not a factor in the pt outcome.